Event description:
It was reported that the customer had high blood glucose levels of 128 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to gastroparesis. The customer indicated having pain in the stomach and vomiting. The customer was wearing the insulin pump at the time of hospitalization. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.